Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s moderately calcified, moderately tortuous, and 90% stenosed lesion resulting in the reported resistance during advancement and removal. Additionally, it was reported that the wire was observed to have an irregular texture once out of the anatomy. It is likely that the guide wire sustained damage during its interaction with the anatomy, resulting in the reported irregular appearance. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: model # correction from unk universal bmw ii to 1009664. D4: catalog # correction from unk universal bmw ii to 1009664. D4: lot# correction: from unknown to 4032771. D4: primary UDI number correction: from unknown to (B)(4).

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery and obtuse marginal coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The -lad was treated first and when the balance middleweight universal ii guide wire was used in the obtuse marginal artery there was resistance during advancement and removal with the anatomy. Upon removal, the coating of the wire was observed to be uneven. Another unspecified guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.